Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose and the customer was unconscious. Customer¿s blood glucose level was 34 mg/dl. Self test was performed and it passed. Customer declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.